Event description:
It was reported by service report that the bed was missing the motion interrupt pan. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.